Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range (oor) pacing lead impedance (pli) measurement greater than 2,000 ohms. Additional information received indicated that the lead was tested through the pacing system analyzer (psa) and out of range (oor) impedance readings were established. Further, the lead was observed under fluoroscopy and no evidence of fracture was seen and no issues with the header were observed. This ra lead was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.